Event description:
It was reported that the patient passed away after an ischemic stroke. The pump was working as intended during the time of support. It was noted this was not device or therapy related. It was noted that the device operated as intended. The device would not be returned for evaluation. There were no reported changes to anticoagulation status. There were no recent changes to pump parameters. It was not reported what the patient's symptoms were. A thrombectomy was performed and cerebral bleeding occurred later on.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.